Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the catheter is being removed from the patient, it broke around the funnel. When it broke a piece remained inside of the patient, but it could be removed. The sample was not kept. The hospital used another sample to check if the catheter breaks easily. There was no patient injury and no intervention.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual examination was conducted on the returned sample and it was observed that the catheter was broke into two parts. The returned sample was realigned, and the total length was measured using a calibrated ruler. It was observed that the overall length was 310mm which still meets the specification (300mm-320mm) defined for this product. Both the catheter shaft and funnel were examined using dino-lite to analyze the damaged area and torn edges. Based on observation, the torn edges were jagged and having excessive material at one side indicating that there is some external force was applied at the joint area causing the catheter to break. Review on the funnel portion reveals same cutting edges in which suggesting that the tube was once well attached to the funnel. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result of catheter stuck at crib rail or tube extended as the patient glide on the bed. Nevertheless, as part of our initiative, we have implemented positive released test at inject ion molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size 6ch-10ch) and l kg load (for size 12ch and above) tested as per din en1616:1999. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
It was reported that when the catheter is being removed from the patient, it broke around the funnel. When it broke a piece remained inside of the patient, but it could be removed. The sample was not kept. The hospital used another sample to check if the catheter breaks easily. There was no patient injury and no intervention.